Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare ('fph') field representative that an rt210 adult breathing circuit "sparked" during use. It was further reported that the breathing circuit was being used with an mr850 humidifier and a 900mr800 heater wire adapter. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the rt210 adult breathing circuit was not returned to fisher & paykel healthcare ('fph') for further investigation. Our analysis was carried out based on the information provided in the event description. Result: the hospital reported that the rt210 adult breathing circuit "sparked" during use on a pt. A lot check was not performed as no lot information had been provided. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. There was no information provided about where the sparking occurred or whether there was a heater wire alarm registered on the humidifier base when the breathing circuit sparked. Without the complaint device, we are unable to conclude the specific root cause of the reported incident. No pt consequence was reported in respect of this event.